Event description:
The pharmacist at the hospital, reported that the surgeon did not manage to fix the 2 devices from the kit. The surgeon had no back up devices and the pt will have another surgery the day after.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report. Same pt event as MDR 8031020-2011-00103.